Event description:
Syringe pump reading high pressure, while infusing lipids through a microfilter. No kinks in line, all other pumps infusing without complications. After silencing the alarm, will continue infusing without complication for about 1 hour before alarming again. The bar indicating pressure has been increasing throughout shift.